Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2005 and pelvic floor repair mesh and a pelvisoft were used. The dates of the product implantation were not identified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01839. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2005. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Pelvic organ prolapse. Dyspareunia. Additional narrative: it was reported that due to vaginal pain, pelvic organ prolapse, and dyspareunia the mesh was revised on (B)(6) 2005 and removed on (B)(6) 2006.